Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) ruptured when pulling it back. There was no reported patient injury. The procedure was a peripheral intervention performed using a retrograde approach. The deployer was mynx certified. A 6f non-cordis sheath introducer was used. Femoral artery suitability and insertion angle were verified on angiography or venography. The vessel was the common femoral artery with a diameter greater than or equal to 5 mm. There was no vessel tortuosity and little peripheral vascular disease or calcium at the puncture site. Hemostasis was achieved using another mynx device. The device was stored per the instructions for use. The balloon did not lose pressure during preparation or patient use but lost pressure at the first stop. There was no visible damage to the distal end of the sheath after removal. Prior percutaneous transluminal angioplasty, stent placement, or vascular graft in the common femoral artery or vein was not present. The device was returned for evaluation.